Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that there was no problem with the original pump. It has worked fine during the past two cases. We suspect the problem was with one of the catheters or the long tubing set. However, there was nothing obviously wrong with either (no leaks). Correction: manufacture date updated. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Upon further troubleshooting, the most likely cause was that the user switched the ports with out shutting off the system then the pump would not shut off until you reconnected to the first port shut off and then go back to the second port and shut off.

Manufacturer narrative:
The pump was inspected. The rpm on the pump was found to be within specification. The foot pedal was then tested and performed to specifications. It was tested in each port on the pump 20 times each. The pump was then left on for 10 minute intervals and the foot pedal was tested. The same test was performed on a new foot pedal with the same results. Alleged malfunction could not be replicated. The original foot pedal was replaced with a new one as a preventative measure. No further subsequent issues reported.

Event description:
A medtronic representative reported that during a laser induced thermal therapy (litt) procedure, the laser system's saline pump was not functioning. To troubleshoot the issue, the medtronic representative and a site representative turned the pump up but the rate of flow did not change. The system was set up in series with two saline catheters. The medtronic representative reported that the flow was slower than was expected with that set up. The medtronic representative disconnected longer tubing and ran the tubing from the sterile saline bag to the pump to the old saline bag and the pump was able to be adjusted and seemed to be pumping correctly, however the pump got very hot to the touch. The medtronic representative and a site representative traced the tubing routes and confirmed that there was no visible damage to the tubing and there was no leakage. The case was completed without further issue and with use of the laser system. There was no known impact on patient outcome. Troubleshooting this issue caused a delay of approximately one hour to the procedure.

Manufacturer narrative:
Patient identifier not available from the site.replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.